Event description:
Clinical narrative: a male patient of unknown age with acute myocardial infarction complicated by cardiogenic shock, consistent with pre-support scai shock stage e, was supported with an impella cp inserted percutaneously via the left femoral artery. During support, the device functioned as intended at p-7, providing 3.3 l/min flow with d5w sodium bicarbonate utilized in the purge solution. On (B)(6) 2026, the patient expired while receiving impella support. A cerebral hemorrhage was identified on head CT scan; however, the exact onset of the hemorrhage was unknown. The attending physician reported that the patient had been in critical condition and that mean arterial pressure management and anticoagulation management were appropriately administered during ICU care. Care withdrew, and the impella cp was explanted. A causal relationship to the device remains unestablished. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.